Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested the set up joints (suj's) brakes and test drove the system and confirmed the manipulators would lock in place as expected. The system was tested and verified as ready for use. The probable root cause is due to unintended use error where the user is manipulating the arms when the brakes are supposed to be unlocked and the arms drift due to gravity.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse verified operation of proximals and universal surgical manipulators (usms) while draped. When the usms moved using "lead horse by nose", the proximal and vertical brakes release. If the floor is not level, usms will drift until the breaks re-engage. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was using the "lead the horse by the nose" technique to raise the boom while draped and the remaining arms that were draped unlocked and drifted. The procedure was completed with no reported injury.